Manufacturer narrative:
The reported low flow alarms, as well as low voltage alarms, were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2018 at 04:41:20 to (B)(6) 2018 at 14:06:19, per the timestamp. Numerous low flow alarms were recorded throughout the log file when the estimated flow was calculated to be below the threshold of 2.5lpm. As an added observation, a low battery advisory alarm was active on (B)(6) at 18:04:07. At 18:04:43 the low battery advisory alarm progressed into a low battery hazard alarm, which resolved upon connection to fully charged batteries. No other alarms were recorded, and the pump operated above the low speed limit without issue. A specific cause for the change in pump parameters cannot be conclusively determined. It was reported that the patient was admitted to the hospital on an unspecified date for frequent low flow alarms. Upon admission, the patient received two units of blood in the intensive care unit. The low flow alarms were believed to be related to low blood volume. The patient remains ongoing on the hm2 lvas. The heartmate ii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. In addition, the IFU provides details on the 14 volt lithium-ion batteries and outlines the proper procedure for switching power sources.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported there were low flow alarms intermittently and the patient was admitted. The patient received 2 units of blood upon arrival in the ICU. Log file analysis confirmed the low flow events. Additional information was requested but not provided.